Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a bi-lobe aneurysm and penetrating aortic ulcer (pau) in the abdominal aorta. The proximal pau had a maximum diameter of 31 mm, while the distal pau measured 29 mm. Mild calcification was observed in the proximal aorta and the right and left iliac arteries. No proximal neck thrombus was identified. It was reported 13 days post index procedure, the patient presented emergently with impeded blood flow to the right leg. CT imaging revealed that the stent graft had infolded at the proximal section of the ipsilateral limb (right side). Intervention was performed on the same day, during which the patient underwent kissing balloon and placement of non-mdt kissing stents to raise bifurcation and cover area of infold. Per the physician the cause the infolding is undetermined. No additional clinical sequalae were provided and the patient will be mo nitored.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following; product ID: etlw1616c93ee, serial/lot #: (B)(6), ubd: 12-feb-2025, UDI#: (B)(4) ; product ID: esbf2314c103ee, serial/lot #: (B)(6), ubd: 27-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that it is unlikely that oversizing caused the infolding. The infolding was contained in the limb etlw1616c93ee. The patient was well after the intervention and discharged home. It was confirmed there were no issues noted with the main body bifurcate or contralateral limb. It was said the patient had a narrow aortic bifurcation which could have potentially contributed to the infolding but this could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding was confirmed. However, the cause of the event could not be conclusively determined from the limited films provided. Lack of post-implant CT images did not allow for a more thorough assessment of the stent graft in vivo configuration. The infolding was present in the distal main body stent graft. The reported stent graft /vessel occlusion could not be fully confirmed. One limb appears compressed due to the small size of the native aorta, but both limbs appeared to be patent. It is likely that the small diameter at the level of the aortic bifurcation (17mm) was a contributing factor in the reported events. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.